Event description:
It was reported that within two weeks of implant the thresholds on the right ventricular lead increased and the lead was dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.